Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 345 which was not reproduced. A review of the event history log identified system error 345 messages. The cause was determined to be an out of specification upstream thermistor. The upstream sensor was replaced to correct this condition. A service history review (shr) revealed no issues that could have caused or contributed to the reported issue. This is not a repeat service event however the direct cause of the current issue was serviced in the last return cycle, the upstream sensor was replaced at that time. All required service actions were completed during the last service return. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.